Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report a hardware failure the patient experienced on (B)(6) 2014. Distributor did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an rga for distributor to return the device to be investigated.